Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, bowel obstruction, abdominal pain, failure of mesh placement, and adhesions. Post-operative patient treatment included hernia repair with new mesh, revision surgery, total abdominal laparoscopy, and lysis of adhesions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, bowel obstruction, abdominal pain, failure of mesh placement, emotional distress, and adhesions. Post-operative patient treatment included hernia repair with new mesh, revision surgery, total abdominal laparoscopy, and lysis of adhesions.

Manufacturer narrative:
Correction: b5, h6 (added imf code, removed codes f1905 and a01) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, bowel obstruction, abdominal pain, emotional distress, and adhesions. Post-operative patient treatment included hernia repair with new mesh, revision surgery, total abdominal laparoscopy, and lysis of adhesions.